Manufacturer narrative:
Describe event or problem: it was reported the that foam padding on the arm board is too thin. The metal under the foam padding presses through the metal against the pt's skin is causing skin breakdown. Deroyal: the reported device is not available to be returned to deroyal for eval. The investigation into the root cause is still in process.

Event description:
It was reported that the foam padding on the arm board is too thin. The metal under the foam padding presses through and the metal against the pt's skin is causing skin breakdown.